Manufacturer narrative:
The broken needle point is consistent with passing the needle through challenging tissue (thick or calcified) or hitting bone. The distal end of the nitinol point demonstrated minimal scrape marks, indicating the device was not fired excessively. The buckled needle strip condition is typically caused by the device skiving under thick tissue or distorting distally under the jaw. The instrument used in conjunction with the needle can contribute to the observed conditions. The instrument used was not returned or identified. The strip thickness and width dimensions were confirmed to be within specification.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was requested/is expected but has not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the tip of the scorpion needle, ar-12990n, broke off during a meniscus root repair surgery. When the surgeon tried to pass the suture, the tip of the needle broke off. About 2 mm of the needle tip remains in the patient. The doctor decided not to retrieve this fragment from the patient's body as the risk of removal was greater than leaving the broken piece in the patient. After the surgery, an x-ray was taken and it was confirmed that the remaining part was shown through the x-ray.